Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:product ID: 37761; lot#: serial#: (B)(4). Implanted: explanted: product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the caller had a broken desktop charger (dtc) connector pin. The caller stated the metal connector pin had been getting weak over time this year and the caller informed the patient to be careful with it, but as the patient was someone with tremors, they had a hard time anyway so the connector pin finally broke on them the other day (see (B)(4) for change in patient tremors). An email was sent to repair to replace the desktop charger. No symptoms were reported. Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that for probably about this last year, the patient's tremors had gotten worse in which they had problems with holding cups and that sort, and with eating. The caller stated the patient charges their ins and tried to a couple times a week, but that they were 86 years old and they thought that maybe just with their age, they were not sure whether the dbs system was still going to work for the patient, but that they were going to make an appointment to see if the patient would need to get reprogrammed. Patient services (pss) documented reported information and the patient was redirected to their healthcare provider to further address the issue. The caller stated the patient's previous managing hcp, (B)(6), had left or retired, and they had been seeing dr. (B)(6) (first name asked/unknown) for a long time in houston in the medical center at (B)(4). Redirected caller: patient's hcp. Additional information received from the consumer reported the cause of the tremors getting worse was a broken wire in the charging unit resulting in not being able to charge the neurostimulator. The recharger wiring was replaced which resulted in less tremors and getting full coupling.